Event description:
It was reported that 16 ll vlv adpt(stand alone) were clogged. The following information was provided by the initial reporter: " it was reported that they are unable to flush these sets with syringes filled with normal saline. "

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that they are unable to flush these sets with syringes filled with normal saline. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2000e lot number 20115599 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A definitive root cause for the customer's experience could not be determined as no needle-free connector (smartsite) was returned. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. CAPA 1998036 has been initiated. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. Fluorosilicone is a lubricant used to ensure proper functioning of the needle-free connector when activated. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 16 ll vlv adpt(stand alone) were clogged the following information was provided by the initial reporter: " it was reported that they are unable to flush these sets with syringes filled with normal saline."